Event description:
It is reported that the ventilator displayed three technical error codes: 10, 37 and 10003 while it was connected to a pt. Technical error code 10 indicates that valves are disabled, 37 indicates expiratory flow meter range error and 10003 indicates breathing fatal memory error.

Manufacturer narrative:
Maquet inc submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.